Event description:
It was reported that the patient underwent an ipg replacement due to increased charging burden. The patient was doing well postoperatively with good coverage on all pain areas and the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware.